Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified left anterior descending (lad) coronary artery. The 15 mm x 1.5 mm maverick2 monorail balloon ruptured at 12 atms. The total number of inflations and to what atms is unk. The device was used for approx five minutes. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. The root cause for this complaint is determined to be operational context. The complaint is associated with a product that meets design and mfg specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited. A CAPA has been initiated to address this issue.